Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed the downstream occlusion, alarm fails at high pressure with values of 19.9 psi, 21.4 psi and 21.5 psi¿ was reproduced. The device was tested for downstream occlusion with failed result due to a false downstream occlusion. A review of the event history log revealed multiple occurrences of downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor values were out of specification, which was unable to be calibrated. The force sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the downstream occlusion, alarm fails at high pressure with values of 19.9 psi, 21.4 psi and 21.5 psi during preventive maintenance testing. There was no patient involvement. No additional information is available.